Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and the software upgrade were installed during the svc call. The system was tested and found to be working as intended, and put back into svc.

Event description:
It was reported that the 6800 system had mixed up images in the image directory. No pt injury was reported.